Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Surgeon implanted one extension arm in combination with a distal lateral femur plate. An inter-prosthetic spiral fracture of the femur occurred between a total knee arthroplasty (manufacturer unknown) and a short gamma nail (stryker).